Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ lucea 50. It was stated that the mobile treatment light fell over because a mounting screw was missing from the support rod. There was no injury reported, however, we decided to report the issue in abundance of caution as falling device may fall on someone and cause serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s site. In the description of the event, it was stated that the entire light fell off. It was also mentioned that the screw holding the main pole was missing. Two causes are then possible: - this screw got loose over time. - this screw was not fitted during installation. The product is from 2015, so it is unlikely that this screw was missing since that time. It is probable that the light would have fallen earlier. The most probable explanation is this screw was not tightened enough at the installation. Furthermore, the screw holding the pole is also associated with a locking washer so when the screw is tightly fastened at the installation no loosening is possible. Also, it is mentioned in the maintenance manual in the service protocol preventive maintenance to check: - that the pole mounting screws are tightly fastened. - the stability and drift of the system. This document (service protocol preventive maintenance) must be filled after each maintenance performed once a year. Hence, the root cause of this event is a wrong screw tightening at the installation. Nevertheless, it could have been easily detected during maintenance checking. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights ¿ lucea 50. It was stated that the mobile treatment light fell over because a mounting screw was missing from the support rod. There was no injury reported, however, we decided to report the issue in abundance of caution as falling device may fall on someone and cause serious injury.

Manufacturer narrative:
The initial reporter was a distributor. Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.